Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) and right ventricular (rv) leads dislodged. The lead were explanted and replaced. During the rv lead replacement, the physician complained about the new rv lead's usability while attempting to position, then abandoned it and asked for a new lead. No patient complications have been reported as a result of this event.